Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the subject device (5.0mm flexible shaft, part number 352.040, lot number 2087822). The subject device was returned with the complaint condition stating. The 352.040, lot number 2087822, 5.0mm flexible shaft was returned with a broken distal tip. Approximately 57.13 mm (caliper ca818) of the distal tip is broken off, all fragments were returned. This complaint is confirmed. No new malfunctions or defects were observed. A visual inspection, DHR review, drawing review, and risk assessment review were performed as part of this investigation. Whether this complaint can be replicated at customer quality (cq) is not applicable for this complaint condition as the returned device already has a broken tip. The 352.040 5.0mm flexible shaft is an instrument routinely used in the flexible reamers for intramedullary nails system. Although a definitive root cause could not be determined, it is likely that this complaint condition was due to excessive force applied to the tip (i.e. Dense bone) and/or consistent use and cumulative wear over the part's lifetime causing material fatigue and breakage. Drawings were reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. (B)(4). DHR review was completed. Manufacturing site: (B)(4). Manufacturing date: 02. Feb. 2004. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tip of a 5.0 mm flexible shaft broke during a right intertrochanteric femur fracture repair with a trochanteric fixation nail (tfn) on (B)(6) 2017. As the surgeon was reaming, half way down the canal the reamer bound up and the tip snapped off. Some of the broken fragments were easily identified and retrieved. The surgeon then proceeded to implant the nail. The nail was then backed out when additional broken fragments of the broken tip were identified via x-ray and removed. No fragments were left behind. There was a reported surgical delay of ten minutes to identify and retrieve all fragments. Additional fluoroscopy was required to identify the broken pieces. Final construct was nail, blade and distal interlock screw. Concomitant devices reported: 13 mm reamer head (quantity 1), reaming rod (quantity 1), tfn nail (quantity 1). This report is for one (1) 5.0 mm flexible shaft. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.